Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's mother reported via phone call that the customer had been experiencing high blood glucose levels. The caller reported that he performed a delivery test and did not see any drops exit the tubing. The customer primed the tubing and did see insulin exit, so he then reconnected the customer. Blood glucose level at the time of the incident was above 500 mg/dl. The customer's mother will not return the device for analysis.